Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the blue fill aid would not come off of the cartridge. From the stress of twisting and pulling, the cartridge developed cracks. The lot number of the cartridge was not provided. No adverse event was reported. The cartridge was requested to be returned for product evaluation.